Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that when receiving a low battery alert, he would change the battery but the display would return after trying 2 or 3 batteries. The customer also complained about the batteries lasting less than a week. Blood glucose value was 261 mg/dl. During troubleshooting, the customer stated that the insulin pump may have been bumped because the screen was scratched, but it was not exposed to moisture. The battery cap, compartment and spring were not inspected because the battery was not removes to avoid the display going blank. The customer was advised that a replacement battery cap would be sent.